Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material clogging the air/water nozzle appeared to be a grey rubbery substance, however the material was not from the olympus device; otherwise, the material could not be identified. The root cause of the issue could not be determined, as there was no device deformation that could result in the retention of foreign material and the facility reprocessing was confirmed to be implemented in accordance with the IFU. The event can be detected/prevented by following the instructions for use which state: ¿gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection¿. ¿gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the evis lucera elite gastrointestinal videoscope to olympus repair center for evaluation of a reported blockage and stiffness during manual cleaning. The issue was found during maintenance. During the evaluation, black rubber like foreign debris was found obstructing the air/water nozzle. No patient injury or harm has been reported. This report is being submitted to capture the nozzle defect found during the repair evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found chipped light cover glass, worn cover glasses, chipped optical cover glass, worn adhesive optical cover glass adhesive, worn distal end cap, worn distal end adhesive, damaged insertion tube, damaged, aspiration housing ring worn, air/water housing ring worn, worn switch condition, illumination fail, up/down, left/right angle failure, there up/down & left/right angle play, air/water channel blockage, water flow failure, water removal failure, and electrical safety test failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.